Event description:
It was reported that the procedure was to treat an unknown coronary vessel. A 3.5 x 15 mm xience prime stent delivery catheter (sds) was implanted. The balloon was fully deflated; however, when trying to remove the balloon through the guiding catheter, there was strong resistance and the guiding catheter and sds had to be removed together. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty to remove the stent delivery system from a guiding catheter was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.